Event description:
It was reported that during a gastrectomy procedure, the staples could not be formed properly when the device was used for the gastric body at the second firing. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.